Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.